Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the (B)(6) with supplemental information from a nurse of peritonitis and confusion in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On the same date, the patient was hospitalized for the peritonitis. Treatment information was not reported. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, the patient was hospitalized for confusion. At the time of this report, the patient was recovering from peritonitis but was not recovering from confusion. Dianeal therapy was ongoing. The nurse reported the events of peritonitis and confusion were not related to dianeal therapy. The cause of the peritonitis and confusion was unknown.

Manufacturer narrative:
(B)(4). As this report of peritonitis was received with no alleged device malfunction or use error, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891309 and gd891093 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was no device malfunction or use error identified.